Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip applier was opened and the first clip came out. Then the clips started coming out two at a time and the clip applier handle wouldn't release. Opened another clip applier from this box and the same thing happened. He proceeded to use two devices and then asked not to use any more products from this lot. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j91k3j, expiration date: 06/2017, manufacturing date: 07/2012, (B)(4). The analysis results for the device (c) found that it was returned with the shaft bent. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. However, it could not be determined what to may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # j92j7f, expiration date: 09/2017, manufacturing date: 10/2012, (B)(4).

Manufacturer narrative:
(B)(4).